Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be a 500k ohm short between circuit lands p5 and sockets 5 (shock) and 6 (on/off) of the membrane switch panel assembly.

Manufacturer narrative:
Physio-control has made numerous attempts to contact the customer regarding the status of their device but no response appears forthcoming. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device had its service wrench illuminated and their newer battery had depleted in a very quick manner. With the battery dead, the device was unable to power on. Physio-control then performed a software update to the device and replaced the battery with a new battery. The customer advised that the device had depleted this new battery and would no longer power on. There was no report of any patient use associated.

Manufacturer narrative:
The initial medwatch report indicates: 10/17/2012. The initial medwatch report should have indicated: 10/16/2012. The initial medwatch report indicates: catalog number - 320371500245. The initial medwatch report should have indicated: catalog number - 99425-000023.